Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter inside the image guide snaky tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we were uncertain whether the user conducted reprocessing in accordance with IFU or not. However, the foreign material possibly remained in the device due to physical damage of the device from the provided information. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign matter inside image guide snaky tube. There was no patient involvement.